Manufacturer narrative:
Date of event: unknown/not provided. If explanted; give date: explant was scheduled for (B)(6) 2018. However, confirmation that the explant took place has not been received. (B)(4). Planned explant of lens. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported to (B)(6) that patient will undergo an intraocular lens (iol) exchange on the right eye as the patient had a myopic surprise and decreased visual acuity. The patient will require an iol of the same model but different diopter. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.